Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone:(B)(6). G2 foreign: japan. Functional testing found the device would not power on with the original battery pack nor when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. There was blue electrolyte on the white wire of the pack as well as in the power plug. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. There was also what appeared to be a burn mark on the trigger beside where the high mode electrode sits. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, battery pack became hot on device. Battery leakage found during product evaluation. There was a patient involved but no injury or delay reported. Due diligence information complete.